Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox option, head, s, 28/-3.0, taper 12/14 on (B)(6) 2016. The patient was revised on (B)(6) 2016 due to infection. This is a split case, products manufactured by zimmer inc. ((B)(4)) are reported under (B)(4).

Manufacturer narrative:
Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that patient was implanted with a biolox head on the left hip side on (B)(6) 2016 and underwent revision surgery on (B)(6) 2016 due to infection. Review of received data - x-rays dated (B)(6) 2016 were received. In the last one it is possible to see the screws to fix the acetabular component are broken. Stem look fine. No problems related to the head can be seen. Revision surgery report dated (B)(6) 2016: pre-op diagnosis: infected revision left tha. Operative findings: fungating mass coming through the center of the wound. Quite a bit of scar and purulent material. Loose acetabular component. Solid femoral component. In-bone growth on both proximal and distal stem. Review of product documentation: - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. - sterilization certificate was reviewed. The sterilization certificate confirms that the products were sterilized according to the specifications. Root cause analysis: root cause determination using dfmea: - infection due to unable to clean and/or sterilize head and adapter due to design - not possible: the sterilization method is validated according to the sterilization specification. - infection due to user error - compromised package sterility due to handling/ transportation - possible: the handling of the device is out of zimmer biomet control. - infection due to user error - use of expired product - not possible: product expiry date is later than the implantation date. - transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use - possible: IFU chapter "warnings - single use only - do not re-use" symbol on box label: "not to be re-used", general surgical knowledge is provided to the customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: gamma sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family and it is highly unlikely that a disadvantageous product design favored or contributed to the infection more than 1 year after the implantation. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).